Manufacturer narrative:
Other text: b3: date of event is unknown. One device was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to have a cracked top case and cracked right plunger case. The device?s event history log was reviewed for evidence of the reported problem, found ?invalid syringe size? In the log. To conduct functional testing the device had a syringe test performed and the size sensor calibration done. Upon review, the reported problem was confirmed and duplicated. The barrel clamp guide and size pot were revealed to be broken due to the device being dropped or mishandled by the customer. To address the issue the barrel clamp guide and size pot were replaced. The device then passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device was unable to calibrate syringe size. Patient involvement is unknown.